Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having difficulty in breathing. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having difficulty breathing/short of breath. There was no report of serious harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation observed an unknown dust contaminant on the flip door, top enclosure, rear panel, pca, ui panel, bottom enclosure, blower box, blower, and blower seal. Observed black hairlike contaminant on the flip door, top enclosure, ui panel, rear panel, bottom enclosure, blower, and blower box. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. Observed the display screen on the ui panel was cracked. Cannot confirm particles in tubing/chamber, no accessories were returned with the device. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error code. The manufacturer concludes that unable to directly address any symptoms. Cannot confirm the complaint of particles in tubing/chamber. Sections d8, d9, h2, h3, and h6 were updated.